Event description:
It was reported that the patient presented to a follow-up with an alert message stating high voltage lead impedance out of range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.